Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). The customer did not return the test strips.

Event description:
The customer complained of erroneous inr results for 1 patient tested on coaguchek xs professional meter with serial number (B)(4). The initial test result from the meter at 10:34 a.m. Was 3.6 inr. A venous sample from 11:58 a.m. Was tested at the laboratory using the dade innovin method and the result was 1.5 inr. The reporter was not the person who performed the test and was unable to provide any additional information related to sample collection, testing technique or specifics related to the patient such as diagnosis, therapeutic range or medications. There was no allegation that an adverse event occurred. Quality controls had not been performed on the system within 24 hours of this event. The meter and test strips were requested for investigation. A specific root cause was not identified for this event. Additional information was requested for investigation but was not provided. The customer returned the meter. The test strips were not returned. The returned meter was measured with master lot strips in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor #1 inr: 2.4 inr, donor #2 inr: 2.1 inr. Donor #1 hct: 48%, donor #2 hct: 49%. Donor #1: master lot: 2.5 inr, donor #1: customer's meter and master lot: 2.4 inr. Donor #2: master lot: 2.2 inr, donor #2: customer's meter and master lot: 1.9 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet the specification. The test strip lot number was not provided by the customer. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.